Manufacturer narrative:
Date of event: 2015 additional suspect medical device component involved in the event: model#: sc-2218-50 serial/lot#: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient's skin was burned due to extensive and excessive ipg charging. The patient underwent an explant procedure. No device malfunction suspected.